Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that she went to the hospital because her blood glucose (bg) was very high. According to the patient, it went to 600 mg/dl, she stated that normally when the bg is high or if insulin delivery stops, then the omnipod personal diabetes manager (pdm) will create an alert advising the patient, but this time it did not happen. She believed that this is a pdm problem. At the hospital, they gave her insulin, saline and nitroglycerin intravenously. Her levels were still high at 300 mg/dl. They gave her 6 units and it was still was high. She then gave herself a injection and then her bg levels went down. She was hospitalized for 2 days. The pod was worn between 4 and 24 hours on the abdomen.